Manufacturer narrative:
The baxter technician found the head siderail cables needed to be replaced. Per the hillrom service manual the advanta 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jun 1, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head siderail cables to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that advanta2 rental bed (product code p1190arent01, serial number (B)(6), had the bed moving up and down when plugged in. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.